Event description:
It was reported by service report that the nurse call would not activate properly when the button is pushed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: dip switch settings.